Event description:
Complainant alleged that a pt was being treated for a cardiac arrest; the device discharged on at 120 joules to the pt and a second discharge of 150 joules was administered. The device was charged to 200 joules, when it reached 200 joules, the device inappropriately shut down. The user switched the battery, when the device powered back on the pt's heart rhythm was asystolic. The clinician continued resuscitation to the pt until arrival to the hosp. The pt was then further treated with another device and received add'l discharges of energy. The complainant indicated that the pt subsequently expired.